Manufacturer narrative:
The device was returned and the evaluation found the following: control unit, the scope cover had a leak; insertion part of the light guide bundle had fibers breaking; insertion part of the distal end had sharp edges (snag); insertion part, bending tube was shorten; insertion part of he connecting tube had a scratch; control unit, air/water knob painting peel off; control unitsuction cylinder knob painting peel off; up/down knob needs attention; angulation less of to specific value; right/left knob angulation less of at specific value; control unit up/down knob angulation had play; control unit right/left knob angulation had play; control unit, up/down knob less or at the specific value; and jet channel clogged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was observed that during the device evaluation, the gastrointestional videoscope jet-channel mouthpiece was clogged by a foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. It is likely, the foreign material was not removed, since the reprocessing was not conducted properly, due to leakage from the scope cover. However, a definitive root cause could not be determined. The event can be detected and prevented, in accordance with the following instructions for use (IFU): IFU states, that detection method in gif/cf/pcf-190 series, operation manual ¿chapter 3: preparation and inspection¿. IFU states, that preventive measure in gif/cf/pcf-190 series, reprocessing manual ¿chapter 5: reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.